Event description:
During a coronary stenting drug eluting treatment procedure, a stent embolization occurred. The physician delivered the catheter to the lesion for deployment of the 2.75x20mm taxus express drug eluting stent, but the stent came off the catheter. He then tried to retrieve the stent with the balloon catheter by inflating the balloon to pull the undeployed stent back out of the patient. He was able to get it back to the femoral site where it came off again. The physician retrieved the stent with a snare and delivered a different stent successfully to the lesion. No patient complications were reported. Patient status reported as "satisfactory/good".